Event description:
It was reported that the patient was experiencing chronic pain in both sides of her lumbar area, with occasional radiating pains and numbness both up and down her right side. She sought treatment for these symptoms from the doctor (B)(6). The patient gave the doctor certain MRI films at her first appointment. The doctor recommended that the patient undergo a spinal fusion at l4-l5. During the patient's second consultation, the doctor told her that she would need a fusion at l5-s1 and that he would also clean the arthritis off the vertebrae and straighten out the mild scoliosis that had resulted from the patient's herniated discs. The doctor performed surgery on the patient, consisting of: disectomy and replacement from l4-l5 and l5-s1; and lumbar spinal fusion from l4-l5 and l5-s1, during which rhbmp-2/acs was used. Since the surgery, the patient has suffered from extremely severe pain in and around the area of her surgical incisions. She cannot sit, stand, or lie down for extended periods of time without significant discomfort. The patient's pain has reached such unbearable levels that, at times, she has been forced to go to the emergency room. The patient has also lost a significant amount of flexibility and has been subject to sudden and unpredictable falls. The patient received treatment from the doctor until (B)(6) 2012.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.